Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. The device was not in patient use. There was no allegation of harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error indicating the device software has detected a large pressure drop between the monitor and outlet pressure sensors discovered in the event log. Although the issue was not duplicated the technician recommended replacing the device's flow sensor to address the issue. No further investigation is required at this time additionally, the blower assembly, blower cap, and blower chassis plate was replaced due to contamination. The device's air inlet foam filter and particle filter were replaced to prevent failure. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.